Event description:
It was reported by a company representative that the tip of the unit came off during a procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.